Event description:
Customer alleges discrepant results for one patient with the meter compared to the lab. (Some bruising was noted, but patient was told to continue dose and come back in a month for next inr). On (B)(6) 2011 - no testing. (Patient noted extreme bruising and oozing, so he quit taking coumadin. He called "on call doctor" but he never gotten a call back). On (B)(6) 2011 - patient went to urgent care; lab inr was 6.8. On (B)(6) 2011 - inratio inr = 2.1, lab inr = 6.78 (less than 10 minutes between lab draw and finger-stick; patient is still off of coumadin). On (B)(6) 2011 - vitamin k was ordered for patient. On (B)(6) 2011 - lab inr = 1.39 (no inratio test).

Manufacturer narrative:
Investigation pending.